Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument bottom, packaged false positive results were acquired. There was no patient impact. The following information was provided by the initial reporter: "it was reported by the customer that drawer d e1 had a false positive. False positive what confirmatory testing was performed that determined the results were erroneous? Sub culture, no confirmed positives. Were any erroneous results reported to the doctors? No. If yes, were any patients treated based on erroneous results? No. If yes, did the erroneous treatment have any adverse impact to the patient(s)? No.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report# 1119779-2022-00692 was sent in error. The false positive results are related to the reagent, this malfunction will be captured with a new MFR report that has yet to be submitted.

Event description:
It was reported that while using bd bactec¿ fx, instrument bottom, packaged false positive results were acquired. There was no patient impact. The following information was provided by the initial reporter: "it was reported by the customer that drawer d e1 had a false positive. 1 false positive: what confirmatory testing was performed that determined the results were erroneous? Sub culture, no confirmed positives. Were any erroneous results reported to the doctors? No if yes, were any patients treated based on erroneous resul.ts? No. If yes, did the erroneous treatment have any adverse impact to the patient(s)? No.